Event description:
User facility report (voluntary) received from facility through cdrh states "pump malfunction 7 - tpn only 1/2 bag infused. Had to stop infusion at that point - new pump sent" there was no report of any pt injury noted on this report, only the product problem box was marked. Info regarding the pt details, date of event and the serial number of the device were blacked out on this form. The facility was contacted and provided the serial number of the device and reported that there was no pt injury or medical intervention required regarding this report. The facility's rep did not have a copy of the original report that was submitted and was unable to provide the pt details at the time of this report.